Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was not opening. The field service engineer stated the issue was resolved. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported when using the bd pyxis medbank system drawer was not opening when user was trying to issue medication to patient.however, there were no adverse events or injuries reported based on this event.